Manufacturer narrative:
The device was received with intermittent button response due to corroded keypad traces. There was no button error alarms noted. The device was received with minor scratches on the lcd window. The device was received with cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the numbers would cycle and the buttons are not responsive. The customer's blood glucose at the time was unknown. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.